Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s right eye due to blurred vision and residual astigmatism. Patient had keratoconus. Reportedly, there was no further medical intervention required. The procedure was completed successfully with a johnson & johnson iol model zcu375, 14.0 diopter power. The explanted iol was destroyed by the customer and will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: asked, unknown. Date of event: the exact date is unknown, the best estimate is between sep 15, 2021 and oct 5, 2021. The device is not returning for evaluation as it was discarded; therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.